Manufacturer narrative:
The investigation has been completed. The impella pump was returned for investigation. Data review: there was no evidence found in the logs to confirm the reported failure. Device analysis: the console was examined after arriving. A broken purge disc flag was identified. The purge disc flag was observed to be broken and was the root cause of the reported purge disc not detected alarm issue.

Event description:
The complainant reported that the automated impella controller (aic) was not recognizing the purge disc. New aic used successfully. There was no patient harm.